Manufacturer narrative:
(B)(4). Patient information was requested and the customer stated the information is not available.

Event description:
The customer reported when the patient was disconnected from the ventilator, the apnea alarm triggered once and did not continue to alarm.the customer reported there was patient involvement with no harm to the patient.